Event description:
The customer reported that the system displayed a high capacity disc failure. The error message was found during reboot. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep analyzed the error logs and found a single instance of ac power fault, which caused communication loss. The system did not reboot at first. He tightened down the power plug prongs, then reseated connections with incoming power. He checked the hi volt cable and interconnect cable. He could not reproduce the problem. The rep tested the system thoroughly, and verified system functionality. The system operates as intended.